Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device software, which was not loaded. Additionally the investigation identified damage to the downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software was loaded and the dso sensor was replaced, and the device passed all testing.

Event description:
It was reported that the pump failed during remediation. There was no report of patient involvement.